Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found blood through the pim and drive manifold. Cleaned the tubing to the vacuum reservoir and the unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has bood back.

Manufacturer narrative:
Updated fields: b4, g3, g6, e1, e2, e3, h2, h11 corrected fields, b5, b6, b7, d10, h6 (health effect - clinical code, impact code).

Event description:
It was reported that during routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) had blood back. There was not patient involved.